Event description:
In (B)(6) 2023 (best estimate), patient reported that she woke up to her charger smoking. Charger was plugged and was smoking. Original equipment was used. There were no reports of patient harm or injury, and no medical intervention was required. No further information is expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Technical investigation concluded: device history record review have been completed. No deviation or changes were found during manufacturing of the device trended case device investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector clinical assessment concluded: the case involves a charger with a melted/burnt charger port. No information received on the actions leading to this event. No patient harm or property damage reported. It is unknown if the original equipment was used. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.